Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent a pump exchange on (B)(6) 2018 for suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
Evaluation of (B)(4) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. A tissue-like thrombus was observed adhered to the inlet bearing cup and the inlet bearing ball. This caused the bearing ball to be pulled out of the bore of the rotor during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A tissue-like deposition was identified on the body of the rotor. The deposition's lack of laminated layering indicated that it did not develop at this location. The deposition was denatured, indicating that is was present while the pump was supporting the patient. White depositions were identified loosely seated on the proximal side of the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that they were present in the pump while it was operating. A specific cause for the development of the depositions and the duration of their presence within the pump could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the hmii IFU as an adverse event that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation and inr ranges. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.